Event description:
The manufacturer received information through patient tracking form on 29 nov 2016 : received the 2nd patient registration form for a patient with following details: lxa19 sn # (B)(4) was implanted. There was no implant date available, but initial patient registration form was received on sep 5, 2012. Pvs21 sn # (B)(4) was implanted on (B)(6) 2016 at same aortic location. No further information was provided.

Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa19, s/n # (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release. It was indicated that the valve was explanted due to ¿early¿ calcification. No other information was provided.